Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly and lower case. Visual inspection revealed no anomalies on the main board but the red battery wire was pinched. Bench analysis found that the device powered up normally. The device was run on the automated test console, all tests passed. The insulation on the red battery wire was confirmed to have the insulation compromised. Shorting of the red wire to the super cap measurement circuit would cause an error, the reported error is then displayed on the next power up. The errors were also verified in the error log. Conclusion: confirmed the reported event caused by a shorted red battery wire.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer commented that the device powered up to an error and noted that the battery and display wires were pinched and that the main printed circuit board was being replaced as a preventive. It was additionally noted that the hanger assembly was stiff and hard to move and that this unit was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator powered up to an error. It was further requested that this be covered as a warranty repair. The generator was returned for service. There was no patient involvement.